Event description:
This device triggered an eos status during a surgical procedure performed in the proximity of the implant. The device was successfully reset and normal follow-up performed. There was 12 percent remaining on the battery at the time of reset.